Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via device imaging. Decrease in sensing and high capture threshold were observed. Capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.